Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single-lumen umbilical vessel catheter (uvc). The customer reported they were using the 3.5fr catheter, 8888160333, on a baby and it cracked while in dwelling. The catheter did not crack completely in two pieces there was a small segment that remained connected. The pt did experience some blood loss. The pt was being watched and the bleeding was noticed immediately. The customer further reports that the leak was noted somewhere on the catheter body. Betadine was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle during insertion. It was not difficult to secure and was sutured with 3.0 silk + secured with transparent adhesive dressing. The uvc was inserted on (B)(6) 2013 and was inserted in the umbilical artery. The uvc was used for continuous use with fluids-tpn. The uvc was removed on (B)(6) 2013 and was not replaced. The pt is stable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.